Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth - born (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they used a angio-seal device to conduct a femoral artery closure after a percutaneous coronary intervention (pci) surgery. After the anchor was set, they pulled back the device to complete the closure, however the suture broke. They grasped the suture and continued to pull back to complete the closure. The puncture site was fond bleeding. They changed to manual hemostasis, the following procedure went on well and no harm was found on the patient. The patient blood loss was less than 250ccs. The patient was in stable condition. There was no patient injury/medical or surgical intervention required. Additional information was received on 02march2020: a 6fr. Sheath size was used. A pre deployment angiogram was performed.